Event description:
The customer reported seven (7) false positive results with the ID now covid-19 2.0 assay performed on unspecified dates. This MFR. Report addresses test four (4) of seven (7). Confirmation testing was performed on an unknown date via pcr (platform: cobas 8800) which generated a positive result on an unknown sample type. The customer mentioned that the swab used for the idnow analysis was deposited in a cobas transport medium and was re-analyzed in the laboratory on cobas 8800 platform and the remaining liquid from the sample receptor (blue-purple component) was deposited into cobas transport medium for laboratory analysis on the cobas 8800. The protocol for reusing the same swab for cobas pcr is unknown. Although requested, no additional patient information was provided.

Manufacturer narrative:
B3: date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000c that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.